Manufacturer narrative:
A letter dated 17nov2009 was sent for an urgent exactamix bag recall notifying customers not to use bags from specified lots due to possible leaks and return them to baxa for credit or replacement product. Review of the bag recall notification list shows (B)(4), was sent notification for this issue to the following address: (B)(6). Complaints from returned lots were examined under magnification to determine the source of the failure. Eval showed a leak path was evident between the spike port and the spike port tube. Root cause for this issue was due to a lack of cyclohexanone being applied to the spike port during the assembly process. Baxa has implemented several corrective actions to the mfg process to address this issue. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Event description:
(B)(4) was received via mail on (B)(6) 2010. This MDR is being filed per baxa corp's procedure to submit an MDR for all medwatch forms submitted. The complaint database was reviewed; a customer complaint for this failure was not received by baxa prior to this report. A complaint was initiated to further investigate this issue. Medwatch description: "tpn via infusion pump was being administered to infant. Rn found tpn leaking from port. Bag replaced." The pt's blood pressure dropped to 32; the pt exhibited an episode of hypoglycemia during the event. The response was resolved without harm to pt.